Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding false positive cefoxitin screen results for a staphylococcus aureus isolate in association with the vitek® 2 ast-gp78 test kit (ref. (B)(4), lot 2781427403) and software version 9.02. The customer did not save the isolate; therefore, no investigational testing could be performed. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-gp78 lot 2781427403 met final qc release criteria, and passed qc performance testing.see section h10.

Event description:
A customer from the united states notified biom¿rieux of obtaining a false positive cefoxitin screen result for a staphylococcus aureus isolate in association with the vitek¿ 2 ast-gp78 test kit (ref. 421051, lot 2781427403) and software version (B)(4). The customer stated the s. Aureus isolate obtained an oxacillin mic= 0.5 susceptible; this result was then modified to resistant based upon the positive cefoxitin screen result. Biomerieux customer service requested information regarding alternate susceptibility testing; this information has not yet been provided. Repeat testing was conducted and the expected negative result was obtained. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Biomerieux will initiate an internal investigation.